Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm thoracic aortic aneurysm. The aortic arch was severely angulated (70-75 degrees), the proximal thoracic aorta is 28-30 mm in diameter and distally close to the celiac artery it measures 42 mm. It was reported that the proximal main device was deployed and inadvertently deployed proximally to the intended landing zone. The stent graft partially occluded the left carotid artery. A reliant balloon was inflated inside the stent graft and it was used to pull the stent graft down 5 mm. The carotid artery was successfully uncovered. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death, renal failure, endoleak, paraparesis).

Manufacturer narrative:
Intervention required. Evaluation: results: aortic arch was severely angulated, 70-75 degrees; occlusion; stent graft was inaccurately delivered by the user. Conclusions: aortic arch was severely angulated, 70-75 degrees; stent graft was inaccurately delivered by the user.

Event description:
It was reported that one day post index procedure there was paraparesis/weakness of the lower legs, a lumbar drain was inserted, the event resolved two days later. The paraparesis was assessed to be unrelated to the device but related to the procedure. Eighteen months post index procedure a CT scan showed an endoleak that was not amendable to repair. The patient expired with the causes of death listed as the taa and chronic renal failure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been received for this case. The primary investigator physician was reviewing the data for this patient, based on his clinical impression, the patient experience a thoracic aortic aneurysm rupture. The operative report that the primary investigator physician reviewed stated that there was a "large left pleural effusion", thoracic aortic aneurysm rupture.